Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced hypoglycemia with a blood glucose (bg) of 18 mg/dl and went into a coma for 11 days. There was no information about the medical intervention, symptoms or treatment. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.